Manufacturer narrative:
Unit passed unexpected restart error test and displacement test. No unexpected a21 alarm, reset time/date anomaly after change battery noted during testing. The reservoir tube lip was partially broken off but the test reservoir locked in place properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for unexpected restart and insulin pump was damaged. Customer states that insulin had crack on rim of reservoir. Customer's blood glucose was unknown at time of incident. Customer performed troubleshoot for unexpected restart but alarm occur again. Customer advised monitor the pump and they can use pump until replacement arrives. Insulin pump will be return for analysis.